Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed; the flow rate met product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate would not flow during infusion. The device was filled with pamidronate and the total fill volume was 250 ml. The expected infusion time was 5 hours but the patient had the device on for approximately 24 hours and only about half the solution had infused. There was no patient injury or medical intervention associated with this event. No additional information is available.